Event description:
Clinical trail. It was reported that post index procedure, the pt expired. The pt presented one day prior to the index procedure with silent ischemia. The target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis, a length of 10 mm and reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation, placement of a 2.5 x 16 mm taxus express2 stent. Post-dilatation stenosis was 0%. The pt was discharged one day later on protocol doses of aspirin and plavix. The site was unable to contact the pt or her family for the study 5 year follow-up appointment. The site learned of the pt's death from a social security index search. Cause of death is unknown. The physician noted it was unk if the event was related to the study device. No other information is available at this time.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4570551 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be identified.